Event description:
It was reported intraoperatively the valve did not seat properly. The valve was removed and replaced with another MFR's valve. The pt expired postoperatively. The physician does not allege event was caused by the device. The cause of the death is unk. Add'l info has been requested.